Event description:
Additional information received from a healthcare provider (hcp) reported the granuloma/inflammatory mass was resolved surgically. It was noted that only the tip was explanted.

Event description:
An inflammatory mass was reported. A surgery was planned on the day of report to remove existing granuloma at t12 by patient¿s conus. The granuloma was described as causing significant cord compression. The granuloma was referred to as ¿pretty big¿. It was later reported that the catheter traveled retrograde. It was unknown when the granuloma was first suspected, however the MRI was ordered in (B)(6) 2015. The patient was not seen by this healthcare provider until a week prior to report. The patient was symptomatic, but the healthcare professional did not provide specific symptoms. The pump was used to infuse an unknown type of morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n293288, implanted: (B)(6) 2011, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).